Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 53 mg/dl, ate lunch. Customer stated that he pressed the insulin through with the pencil and stayed connect. Troubleshooting was not performed due to customer fixed the issue himself. Customer was advised not to use a pencil for his own safety. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.